Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a  36.6 mm infra renal aaa with 36 mm lcia aneurysm   it was reported on the date of the CT, a type iiib endoleak was noted from the endurant limb on the right side of bifurcation. It was reported the patient also experienced a external iliac artery dissection, no cause was reported.  No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak and dissection could not be confirmed on the pre-implant films provided, therefore the type of endoleak and cause of the events could not be determined. Procedural angiograms including endoleak interrogation were not available. Lack of post-implant CT's did not allow for assessment of the dissection, endoleak and stent graft in vivo configuration. It is possible that the calcification noted along the aorta may have contributed to the reported type iiib endoleak, but this could not be confirmed. Fabric wear due to external abrasion from aortic calcification can damage the fabric lining leading to a fabric endoleak. It is possible that the reported dissection may have occurred due to a patient related issue, or possibly caused by an unknown interaction with the implanted stent grafts , but this could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak and dissection were confirmed on the films provided; however, the cause of the events and subtype of endoleak could not be fully determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not available, making determination of the endoleak source and subtype difficult. While a type iiib endoleak cannot be ruled out, it is possible that the observed endoleak is a type ii endoleak from patent collateral vessels. A type iii separation endoleak is unlikely to have occurred at there appeared to be adequate overlap between stents. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. It is possible that the reported dissection may have occurred due to a patient related issue, or possibly caused by an unknown interaction with the implanted stent grafts , but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.